Event description:
Pt did not receive pain meds in 24 hours. Pump indicating it was infusing but no medicine administered. Able to manually prime tubing but not through pump, when pump was changed out, same problem experienced. Tubing charged and no further problems were experienced. Assessment: tubing was partially occluded.